Manufacturer narrative:
(B)(4). A lot number was not reported. A ship history was performed to acquire the last 3 recent lots that were shipped to the event site. No lot numbers were found within the time frame. Therefore no lot history record review can be performed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limit: (B)(6) hospital.

Event description:
The hospital reported that the acrobat-I stabilizer failed to tighten.